Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the needle button released complaint could not be determined. The root cause could not be confirmed.

Event description:
Patient applied v-go near 7am (B)(6) 2019 and noticed near 1 pm that the starter button popped up. Patient stated she did not bump the v-go, that clothing worn near the v-go was loose and that v-go was worn away from waistband.